Event description:
It was reported that 1 device was used during a laparoscopic cholecystectomy. It was reported that the er420 clip applier misfired when fired on the vessel. The staples were removed from the pt. The case was completed by using another instrument. There was no consequence to the pt.